Event description:
The facility representative contacted a technical service representative to report a flo-gard final return infusion pump with error code 27; this condition had the potential to interrupt delivery. This condition was found in the acute care unit during programming/setup. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with error code f27 was confirmed and duplicated by baxter personnel. The root cause of this condition was not determined. No repair was made because this is a stay in unit.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.